Event description:
It was reported that the user experienced hypoglycemia with blood glucose dropping into the 50s and self-treated with four glucose tablets totaling approximately 15 grams of carbohydrate after engaging in home bathroom work, with the device-related issue characterized as insufficient information and the component identified as insufficient information. Symptoms included hypoglycemia without other clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.